Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2 and e3 additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to connection with scope that could not be done properly, and image was not output due to failure of locking mechanism on front connector (scope socket). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front panel malfunction clip is broken and one of the outputs is not working in the back of the unit in the visera elite ii video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the broken clip in the front panel was confirmed, the rear connectors did not show any defects, and there were no issues found with the video. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.